Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/failure to occlude (close) fallopian tube(s)/perforation (fallopian tube(s) / migration/migration of essure device location of device: not blocking tube'), salpingitis ('chronic salpingitis'), device breakage ('device fracture') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 10-aug-2016: gross description: a)specimen labeled ¿ right fallopian tube¿ is received in formalin. The specimen consist of 1.0cm in length of coiled silver portion of gray tissue with 0.6cm diameter. The person is smooth gray. The specimen is bisected. Additionally received free-floating in the container is a 5.0cm length coiled silver metallic wire. The tissue excluding wire is submitted in one cassette b)specimen labeled ¿ left fallopian tube¿ received in formalin. The specimen measuring 1.7cm in length by 0.8cm in diameter. The serosa smooth gray. A silver metallic coiled wire is inserted in to the lumen. Concurrent conditions included cervicitis, endocervicitis and metrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain/pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), hypertension ("high blood pressure"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with blister and scar, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("would see dots"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feelings of worthlessness ("worthlessness"), muscle spasms ("horrible leg cramps"), abdominal pain lower ("lower stomach pain"), pain in extremity ("leg pain") and abdominal pain upper ("stomach cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (plantiff had surgery to remove the essure-salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, salpingitis and device breakage outcome was unknown and the pelvic pain, depression, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, feelings of worthlessness, bladder disorder, urinary tract disorder, migraine, headache, hypertension, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, muscle spasms, alopecia, abdominal pain lower, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. The reporter commented: placement: bilateral placement of the coils/device right 6 left 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-jun-2016: results: unilateral oclusion right tube occluded; on 14-jun-2016: fallopian tube; essure device are present in both the tubes, and both devices have more than 50 percent of the inner coil within the unopacified tube, and the proximal inner coil marker of each device is less than 30mm from the opacified cornua indicating they are fully within the fallopian tube.; on 28-feb-2014: findings:fallopian tubes: the essure devices are present in both fallopian tubes, and both devices have more than 50% of the inner coil within the unopacified tube, and the proximal inner coil marker of each device is less than 30mm from the opacified cornua indicating they are fully within the fallopian tube. However, the final image demonstrates contrast entering the right fallopian tube, compatible with incomplete occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertension, weight gain, headaches, fatigue, pelvic pain, skin rashes,abnormal vaginal bleeding,salpingitis,nausea lot number:a57121 manufacturing date: 2012/10 expiration date:2015/10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/failure to occlude (close) fallopian tube(s)/perforation (fallopian tube(s) / migration/migration of essure device location of device: not blocking tube"), salpingitis ("chronic salpingitis"), device breakage ("device fracture") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain/pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), hypertension ("high blood pressure"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with blister and scar, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("would see dots"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss"). On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feelings of worthlessness ("worthlessness"), weight increased ("weight gain"), muscle spasms ("horrible leg cramps"), abdominal pain lower ("lower stomach pain"), pain in extremity ("leg pain") and abdominal pain upper ("stomach cramps"). The patient was treated with surgery (plaintiff had surgery to remove the essure-salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, salpingitis and device breakage outcome was unknown and the pelvic pain, depression, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, feelings of worthlessness, bladder disorder, urinary tract disorder, migraine, headache, hypertension, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, muscle spasms, alopecia, abdominal pain lower, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion right tube occluded on (B)(6) 2014: hysterosalpingogram-(as per mr) findings:fallopian tubes: the essure devices are present in both fallopian tubes, and both devices have more than 50% of the inner coil within the unpacified tube, and the proximal inner coil marker of each device is less than 30mm from the opacified cornua indicating they are fully within the fallopian tube. However, the final image demonstrates contrast entering the right fallopian tube, compatible with incomplete occlusion on (B)(6) 2016: gross description: a)specimen labeled ¿ right fallopian tube¿ is received in formalin. The specimen consist of 1.0cm in length of coiled silver portion of gray tissue with 0.6cm diameter. The person is smooth gray. The specimen is bisected. Additionally received free-floating in the container is a 5.0cm length coiled silver metallic wire. The tissue excluding wire is submitted in one cassette b)specimen labeled ¿ left fallopian tube¿ received in formalin. The specimen measuring 1.7cm in length by 0.8cm in diameter. The serosa smooth gray. A silver metallic coiled wire is inserted in to the lumen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertension, weight gain, headaches, fatigue, pelvic pain, skin rashes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event chronic salpingitis was added. Reporter information, patient¿s demographic information, lab data updated. Outcome of event pain/pelvic pain was changed from "unknown" to "recovered/resolved" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/failure to occlude (close) fallopian tube(s)/perforation (fallopian tube(s) / migration/migration of essure device location of device: not blocking tube"), device breakage ("device fracture") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pain"), depression ("depression"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), feelings of worthlessness ("worthlessness"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), hypertension ("high blood pressure"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with blister and scar, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("would see dots"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), muscle spasms ("horrible leg cramps"), alopecia ("hair loss"), abdominal pain lower ("lower stomach pain"), pain in extremity ("leg pain") and abdominal pain upper ("stomach cramps"). The patient was treated with surgery (plantiff had surgery to remove the essure.) And surgery (plantiff had surgery to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage and pelvic pain outcome was unknown and the depression, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, feelings of worthlessness, bladder disorder, urinary tract disorder, migraine, headache, hypertension, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, muscle spasms, alopecia, abdominal pain lower, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral oclusion right tube occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/failure to occlude (close) fallopian tube(s)/perforation (fallopian tube(s) / migration/migration of essure device location of device: not blocking tube"), salpingitis ("chronic salpingitis"), device breakage ("device fracture") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016: gross description: a)specimen labeled ¿right fallopian tube¿ is received in formalin. The specimen consist of 1.0cm in length of coiled silver portion of gray tissue with 0.6cm diameter. The person is smooth gray. The specimen is bisected. Additionally received free-floating in the container is a 5.0cm length coiled silver metallic wire. The tissue excluding wire is submitted in one cassette b)specimen labeled ¿left fallopian tube¿ received in formalin. The specimen measuring 1.7cm in length by 0.8cm in diameter. The serosa smooth gray. A silver metallic coiled wire is inserted in to the lumen. Concurrent conditions included cervicitis, endocervicitis and metrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain/pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), hypertension ("high blood pressure"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with blister and scar, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("would see dots"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feelings of worthlessness ("worthlessness"), muscle spasms ("horrible leg cramps"), abdominal pain lower ("lower stomach pain"), pain in extremity ("leg pain") and abdominal pain upper ("stomach cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove the essure-salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, salpingitis and device breakage outcome was unknown and the pelvic pain, depression, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, feelings of worthlessness, bladder disorder, urinary tract disorder, migraine, headache, hypertension, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, muscle spasms, alopecia, abdominal pain lower, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: placement: bilateral placement of the coils/device. Right 6 left 2 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion right tube occluded; on (B)(6) 2016: fallopian tube; essure device are present in both the tubes, and both devices have more than 50 percent of the inner coil within the unopacified tube, and the proximal inner coil marker of each device is less than 30mm from the opacified cornua indicating they are fully within the fallopian tube.; on (B)(6) 2014: findings:fallopian tubes: the essure devices are present in both fallopian tubes, and both devices have more than 50% of the inner coil within the unopacified tube, and the proximal inner coil marker of each device is less than 30mm from the opacified cornua indicating they are fully within the fallopian tube. However, the final image demonstrates contrast entering the right fallopian tube, compatible with incomplete occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertension, weight gain, headaches, fatigue, pelvic pain, skin rashes,abnormal vaginal bleeding,salpingitis, nausea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical record received : lot number added. Reporter information updated. Concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/failure to occlude (close) fallopian tube(s)/perforation (fallopian tube(s) / migration/migration of essure device location of device: not blocking tube"), device breakage ("device fracture") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pain"), depression ("depression"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), feelings of worthlessness ("worthlessness"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), hypertension ("high blood pressure"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with blister and scar, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("would see dots"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), muscle spasms ("horrible leg cramps"), alopecia ("hair loss"), abdominal pain lower ("lower stomach pain"), pain in extremity ("leg pain") and abdominal pain upper ("stomach cramps"). The patient was treated with surgery (plantiff had surgery to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage and pelvic pain outcome was unknown and the depression, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, feelings of worthlessness, bladder disorder, urinary tract disorder, migraine, headache, hypertension, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, muscle spasms, alopecia, abdominal pain lower, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral oclusion right tube occluded . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events per pfs: hormonal changes describe: depression, abnormal bleeding(general), abnormal bleeding(vaginal, menorrhagia), apareunia(inability to have sexual intercourse), psychological or psychiatric problems condition: depression, worthlessness, rashes or skin conditions type: blisters and now scars, bladder or urinary problems or changes, migraines/headaches, blood or heart disorder/condition type: high blood pressure, migration of essure device location of device: not blocking tube/ removal of essure, nausea, dental problems, nickel allergy, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), pain, vaginal discharge, failure to occlude(close) fallopian tube(s), perforation(fallopian tube(s)), vision/eye problemstype: I would see dots, fatigue, weight gain, gastrointestinal or digestive system condition type:constipation, other injury(ies) or complication(s) please describe: horrible leg cramps, hair loss, stomach cramps, leg pain and lower stomach pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and device breakage ("device fracture") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure.), surgery (plaintiff had surgery to remove the essure) and surgery (plaintiff had surgery to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.